Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment is cracked. There was no evidence of moisture contamination inside battery compartment. No battery cap returned. A test cap was used and was unable to fully tighten, but tighten enough to allow for testing. (B)(6).